Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the fill estimate showing zero instead of the expected 230 units earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge and was instructed by cts to call back for troubleshooting if the issue arises again.